Event description:
The customer reported sandstorm (static) occurred during transurethral resection therapeutic procedure while the patient was under sedation involving an olympus autoclavable camera head. The procedure was completed with n olympus back-up device. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.